Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in-clinic with pocket erosion. The physician was worried about infection and the system was explanted on the left side and a new system was implanted on the right side. The patient was stable after the procedure.